Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) ranged from not being impacted to 401 mg/dl and insulin injections were used to address the high bg level. As the occlusions had occurred in the past and the infusion set tubing that was used for the current occlusion was discarded, troubleshooting to determine a possible cause of the occlusions was unable to be performed by tandem technical support.